Manufacturer narrative:
The set screw has not yet been explanted and is therefore not available for evaluation. Revision surgery is expected. No definitive root cause could be established at this time. No further details were provided by the reporter. Possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On 13 dec 2023, seaspine was made aware of two set screw loosening events involving the mariner posterior fixation system. This report is for the second patient. It was noted that a rod had come loose, and additional surgery is required. The initial surgery occurred on (B)(6) 2023; the revision surgery has not yet been scheduled.